Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a itchy dry rash under the back therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient followed up with her physician and was given a cortisone based ointment. Follow up indicated that the rash improved.